Event description:
Both instruments fired 3 or 4 clips then the handle was squeezed again and no clips advanced but the jaws closed and severed the vessel within the neck area. Bleeding was controlled by using another instrument.